Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, the procedure was successfully completed. During a follow-up visit on (B)(6) 2008, the physician documented "tape appears superficial in both vaginal sulci".